Manufacturer narrative:
Product event summary: the device was returned and analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the physician voiced a complaint related to longevity of the cardiac resynchronization therapy defibrillator (c rt-d). It was also reported that the elective replacement indicator (eri) had not tripped although the device had measured eri battery voltage. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.